Event description:
The advocate stated her husband received a blood glucose reading of over 260mg/dl at noon on his breeze2 meter and took insulin accordingly. After dinner he seemed to be passing out and when he ran another blood test his reading was 36mg/dl. Further information about the event was not provided. Control solution was sent to the customer for further troubleshooting. Product was not replaced.